Event description:
A customer contacted baxter's technical service center reporting a system error (se) 2240/2367 (air in set) during dwell 2 of 4 on the home choice (hc). The home patient (hp) stated that one of his supply bags that was nearly empty, had become disconnected and it was not securely fastened to the line. The technical service representative (tsr) explained the error and instructed the hp to cycle power. The hc alarmed se 2367 and the tsr had the hp cycle power again. The hp would finish therapy using manual supplies. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown; therefore a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm during the dwell stage, where the home patient stated that one of his supply bags that was nearly empty and had become disconnected as it was not securely fastened to the line. The hp not properly connecting the bags is a use error that can cause this type of alarm. Per the baxter homechoice operator's manual, users are advised to ensure connections are secure. If additional relevant information is received a follow-up will be submitted.